Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "rupture" and "exchange of textured devices due to patient's concern with product". Later healthcare professional reported "deep implant folds", "fluid between the silicone capsule and the fibrous capsule" and "stable benign-type calcifications" via mammogram and ultrasound. This is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of rupture and anxiety-product/procedure was received on april 29, 2025 with lot number 2612172. Based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Per abbvie medical safety, there are no longer any serious events associated with this report and it is no longer considered reportable to the FDA. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ crease / folding of implant: observed. As per the investigation procedure, wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Per abbvie medical safety, there are no longer any serious events associated with this report and it is no longer considered reportable to the FDA.

Event description:
Healthcare professional reported left side rupture and exchange of textured devices due to patient's concern with product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.